Event description:
Patient's bed did not work due to tripping of the electrical system on the bedwall thought to be caused by the bariatric bed plugged into the wall the night prior. FDA safety report ID# (B)(4).